Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath, inner sheath at the very end where there is plastic cracked and broken off. The issue occurred during set-up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Therefore, the customer¿s allegation was not confirmed, and a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.